Manufacturer narrative:
Analysis and conclusion: no sample retains from the device were available so it was not possible to evaluate any further wires from this batch. The analysis of the lot history records does not indicate any areas of concern relating to the strength of the wire. The area of the fracture surface would indicate that the wire has been excessively manipulated in this area. Guidewires are delicate devices and can fracture if their tensile limits are exceeded during a procedure (e.g. When a wire becomes snagged/trapped). The records indicate that samples tested from this batch were well above the tensile limit of 0.5 lbs.

Event description:
During an implant of the quickflex (B)(4) suddenly the tip of the wire get lost in the vein. Dr. (B)(6) pulled the wire out, but the tip stayed in the vein. He did not pull very strong. The quickflex lead is ok.